Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that since implant the patient stated the stimulation had not been helping their pain from previous surgeries. It was also reported that the patient thought the lack of effect mixed with the vibration of the stimulation worsened their pre-existing depression and anxiety. The patient was implanted for pre-existing pain and the patient had struggled with depression and anxiety prior to implant. It was reported that the patient had met with the manufacturer representative for 2 reprogramming session. The patient reported that they were not happy. The patient had already discussed explant and the hcp would be following the necessary protocol. The therapy not helping the pain had been since the implant on (B)(6) 2003. It was reported that the manufacturer representative had known since 2016. It was reported that the patient had an allergic reaction. They had an itch all over their body from their scalp to their toes. The patient had traveled to (B)(6) for a month and remembered being depressed and crying themselves to sleep at night because of the itching. After the patient returned from (B)(6), the patient reported that the itching would continue but only a day or 2 at a time and had not been as bad as (B)(6) until the past 2 months. The patient finally saw their primary care physician and was referred to an allergist. The patient had been under their care for 4 weeks now. An allergy had not been confirmed. The patient had panels and found no food allergy and it was reported that the patient ¿pretty much had no allergies.¿ the patient had bought a purifier, cover mattress, vents, and was changing their soaps and detergents. The health care professional (hcp) requested implant specifications to do further testing. The patient had started zyrtec and a prescription for itching last week and felt better but medicated. The patient had also consulting with their implanting hcp about an explant. It was reported that the hcp agreed and the patient would be working with the hcp. The last appointment had been on the day of the call and the next appointment would be in (B)(6) . It was not confirmed but the patient¿s report indicated that this event had a possible sudden onset. The event date was reported to be (B)(6) 2014. It was reported that the patient had pre-existing depression and anxiety.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.